Manufacturer narrative:
B3: date of event - estimated with aware date as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Six (6) months post procedure the patient experienced a cerebral vascular accident and was restarted on anticoagulation medication.